Event description:
It was reported that the patient, implanted with this pacemaker system, presented to the emergency room (ER) due to twitching symptoms. A device check revealed the pacemaker was operating in safety mode, and recorded the following codes: 0x40 and 0x0, indicative of three power on resets (pors) and no fault, respectively. Subsequently, this pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported, and the patient was not pacer dependent.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Correction to e: initial reporter details updated from field representative to the physician.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Correction to e: initial reporter details updated from field representative to the physician. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode, it had undergone resets, and that bradycardia therapy remained available . Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient, implanted with this pacemaker system, presented to the emergency room (ER) due to twitching symptoms. A device check revealed the pacemaker was operating in safety mode, and recorded the following codes: 0x40 and 0x0, indicative of three power on resets (pors) and no fault, respectively. Subsequently, this pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported, and the patient was not pacer dependent.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient, implanted with this pacemaker system, presented to the emergency room (ER) due to twitching symptoms. A device check revealed the pacemaker was operating in safety mode, and recorded the following codes: 0x40 and 0x0, indicative of three power on resets (pors) and no fault, respectively. Subsequently, this pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported, and the patient was not pacer dependent.